Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genuine stress incontinence and abnormal uterine bleeding and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, infection, bleeding and dyspareunia. It was reported that the patient underwent revision of vaginal graft erosion on (B)(6) 2006. It was further reported that the patient had a mesh removal procedure on (B)(6) 2007 due to pain and laceration of husband¿s penis during intercourse. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced leaking urine.